Event description:
It was reported that the patient had his ams700 inflatable penile prosthesis removed due to the tubing eroding through the scrotum. It is unknown if another device was implanted at this time. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had his ams700 inflatable penile prosthesis removed due to the tubing eroding through the scrotum. A new device was not implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.